Event description:
Concerned the needle affected the insulin delivery [device ineffective] ([diabetic ketoacidosis]). Case description: medical device info: class iia. This spontaneous report from a certified diabetes educator in the united states was reported as "diabetic ketoacidosis" and concerns a male pt treated with novolog flexpen (rapid-acting insulin aspart), novofine 8mm (30g) autocover (needle) and lantus solostar (insulin glargine), all start and stop dates where not reported, for insulin-requiring type 2 diabetes mellitus. Pt height was not reported. Medical history was not reported. In 2009, the pt experienced nausea and vomiting. The same day the pt was brought to the emergency room (ER) by a relative. The pt's blood sugar level was at 600 mg/dl and she was admitted to the hospital that same day with a diagnosis of diabetic ketoacidosis. The pt was treated with intravenous (IV) fluids and continued with her insulin therapy. In the next day, her blood sugar levels were stable, her symptoms of nausea and vomiting had subsided and she was considered recovered from the diabetic ketoacidosis. Please note batch number reported was "ce0088" however this does not correspond to a valid novofine 8mm (30g) autocover (needle). Comment: reporter's alternative etiology: the reporter stated that she was concerned whether the use of the novolog flexpen and lantus solostar with the novofine 8mm (30g) autocover (needle) was affecting insulin delivery in this pt.